Event description:
Initial report from territory sales manager, concerning on account that had just converted from using an entire fluid impervious gown to a fluid zoned impervious gown. This report is filed for no. 1 above; company representative (sales manager) visited the hospital and was unable to gather additional info for this report. No bloodborne pathogen exposure was reported.